Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found breakage in the threaded feature. Depuy synthes considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Extraction screw found broken in trial. Patient consequence? No. Patient consequence description: not used during the case. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device found breakage in the threaded feature. Depuy synthes considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.